Manufacturer narrative:
The t:slim pump user guide states to only use single-use, disposable t:slim cartridges. The efficacy of the t:slim pump can not be guaranteed if cartridges are filled more than once. In addition, when editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 40 mg/dl. The customer had refilled and used the same cartridge. The customer's healthcare provider confirmed that the customer had reversed the am/pm on the pump which resulted in the customer receiving the am basal during the night and the pm basal during the day. The customer was treated with dextrose and food. Tandem technical support assisted the customer with setting the correct time and inputting a personal profile. The customer was discharged the next day and the bg level was corrected.